Manufacturer narrative:
One sample model 24301-0007t, lot 24055599 was returned for investigation by the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and an extension set was attached to the texium luer. The set was pressurized at 30 psi for 10 minutes. No leak was observed. The customer complaint was unable to be replicated. Although we could not confirm the reported failure, a trend has been identified, and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review for model 24301-0007t lot number 24055599 was performed. The search showed that a total of (B)(4)units in 1 lot number was built on 27may2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 24301-0007t; batch number#: unknown. It was reported by customer that had a paclitaxel spill from the tubing connecting to the filter. It exposes 2 pregnant nurses who were caring for the patient. This is truly disheartening. The staff has lost faith in the security of your system.